Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical review/rationale: an impella 5.5 was placed via the axillary graft access site to support the 62-year-old male patient who had been admitted into the medical center with unknown indication. The patient's medical history was not shared beyond the fact that the patient was on inotropes and vasopressors, presenting in scai stage c shock. The 5.5 pump was supporting for approximately a month when there was an observation made of placement signal issues. The signal was not consistent with the patient's native blood pressure, which prompted the team to feel the sensor may have been damaged, however after 3 days the signal returned. The team observed on day 29 of the support that there was a large effusion, which necessitated a visit to the operating suite for removal of 1 liter. The patient remained on the transplant list, and pump was explanted after just under 32 days when a heart transplant occurred. Cardiac/vascular injury are known risks associated with impella support as described in the instructions for use and may be influenced by patient-specific factors such as underlying cardiac dysfunction and hemodynamic conditions.

Manufacturer narrative:
The device was returned therefore d9 was updated.